Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient reported that she was ¿overmedicated years ago". She stated, "I was almost killed with one overdose because of the catheters cracked in my back" and she was left in a waiting room for the ambulance and "all of the medicine was leaking out".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.